Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 388928, lot# va185hz, implanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a header issue that occurred during a procedure. After successful first stage testing with a tined lead, the implantation of the implantable neurostimulator (ins) was not possible since the lead could not be fully inserted into the header; obstacle alleged. No factors noted to have led to the event. Multiple trials with repositioning of the lead's proximal part to the header was tried, varying the header's setscrew position as well as ventilating the header by an inserted screwdriver, but the issue did not resolve. There was visual and manual inspection of the lead's surface structure, and verified electrical integrity by stimulation impedance measurements. Another ins was used and successfully implanted. All lead measurements (stimulation impedances) were in normal range. Due to the event, the procedure was delayed around 15 minutes. The consumer was without anything noticeable to report. The issue was resolved.

Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), found setscrew cross-threaded and backed out too far. Setscrew was backed out too far. An attempt was made to screw the setscrew back into place but was unable to as it was cross threaded. Was able to get good stable output on #1, #2, and #3 with known good lead but had to poke through the connector port to make contact with #0 due to the setscrew not being able to screw into place. The ins passed ats and the lead insertion tests. The ins failed impedance test in saline for all circuits to #0 due to the setscrew couldn¿t be tightened down. A known good lead was inserted until the blue tip was observed all the way into the lead port. The complaint could not be duplicated during analysis. A known good lead was inserted and withdrawn 3 times into the connector port. Insertion spec: =3.0 lbs. Withdrawal spec: =2.0 lbs. Results: insertion=0.82, 0.84, and 0.76 lbs; withdrawal=0.47, 0.41, and 0.35 lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.